Event description:
It was reported that noise was observed and on x-ray an insulation defect at subclavian position was observed. The lead was replaced. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).